Event description:
Adverse event(s): "no disruption of surgery, no eyes prepped." (No consequences or impact to patient). Product problem(s): "card reader error" (computer software error). An ophthalmic technician reports that the card reader would not read the treatment card. No surgeries were disrupted and no eyes were prepared when the issue occurred. The technician used another card with no problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).